Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 3.2 failed. The customer stated that malfunction caused a delay of 15 to 30 minutes for the patient and the user managed to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 had failed. A field service engineer replaced the drawer control board on the main half height drawer 3.2. The hardware error cleared on startup, and the failed drawer became operational and accessible. The system functioned as intended after the field service engineer repaired the device.